Event description:
The device returned for a valve 1 leak. Upon investigation it was observed the air compressor needed to fire multiple times but inevitably the pump alarmed out. Log files were reviewed and it was determined the valve 1 has a gross leak. The pump was internally investigated and no additional damage was identified.

Event description:
The following has been reported: biomed reported: we have another one, could you please review it. The pumps sent in all had a tag that stated service needed. There was no patient harm reported. There was no report of the infusion being stopped during treatment on any of the pumps sent in today. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.